Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that during trial they decided that the left side was the best side and trial was perfect and they expected the same for the permanent but they were not happy when they noticed it was implanted on the right side and have had bad problems with the implanted ins. They also reported that their vagina and urethra have been burning and the electroshock was really awful. Patient also reported that they have been going down and up with stimulation as it had been bothering their toes. They also reported lack of bladder relief and had been peeing every hour and believed their unrelated nerve problems was causing the issue. It was determined that the patient was on program 1 and was directed to follow up with their health care professional. No further complications were noted or anticipated